Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: a review of the black box showed a gap in usage dates. An unexplained power on reset event was recorded in the black box when the pump was powered back on. Evidence of moisture was found behind the display lens. The battery cap was not returned. All testing was performed with a test battery cap. The pump intermittently powered up with the test battery cap to a dim and discolored display. The test battery cap was unable to fully tighten to the pump. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal with damaged threads. Evidence of moisture contamination was found in the battery compartment. A leak was found in the battery compartment. The pump case was removed to find evidence of moisture contamination inside the pump. An intermittent power condition occurred due to battery compartment damage, and moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.